Event description:
It was reported by svc report that the unit had a worn wheel. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.